Event description:
Event description cpi received information that this implantable pulse generator (ipg), model 460, and this bipolar endocardial lead, model 4261, were explanted after one day. The ipg was explanted for a 'battery problem' and the bipolar lead was removed because 'they could not find a threshold'. A new ipg and lead were implanted.